Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 23cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination revealed that the tip was damaged. The balloon was tightly folded. Microscopic examination presented no damage or irregularities in the balloon. Microscopic examination presented no damage or irregularities in the markerbands. Microscopic examination presented no damage or irregularities in the bonds. Microscopic examination presented no damage or irregularities in the inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 15mm in length target lesion was located in the moderately tortuous, severely calcified, and 3.5mm in diameter right coronary artery. A 3.5mmx15mm quantum maverick balloon catheter was advanced, but was unable to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.